Event description:
A user facility reports a pt had two intraocular lenses (iol) implanted in the same eye over two yrs ago. It was reported that a membrane was growing between these two iol's. They removed the iol's in 1999. The use of two lenses in one eye is not included in the labeling for this product.